Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted when it exhibited a charge time greater than 20 seconds in response to a ventricular tachycardia/ventricular fibrillatoin episode which caused syncope.